Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was not infusing.

Event description:
Additional information received indicated there was no patient involvement during this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found no labels missing, but found the housing was cracked. A review of the pump event history log (ehl) found no alarms. Visual and functional checks were performed. The delivery accuracy tests found the pump to be within manufacturing specifications. Alarm testing were completed and the pump passed. The root cause could not be determined as the complaint could not be duplicated.